Event description:
It was reported, that "the cuff developed a leak." As of the date of this report, the involved device has not been returned to the quality analytical lab for analysis and investigation.